Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the issue was resolved via troubleshooting and that restarting the imaging system restored functionality. The reported issue then could not be repeated.

Event description:
A medtronic representative reported that, while on site testing the imaging system, the pendant displayed "system booting please wait" more than five minutes after starting the imaging system. The imaging system was restarted to restore functionality. There was no patient present when this issue was identified. No additional information was provided.